Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A recurrence is likely to lead to a serious injury/serious illness. A lack of drainage and bulging the urinary catheter may be an indication of an obstruction to the flow of urine. The pt was not harmed as a result of this malfunction. No add'l info has been provided to date. A return sample is expected for eval. Should add'l info be rec'd, a f/u report will be submitted.

Event description:
Rptr states there were no signs of fluid draining from catheter, but foley catheter appeared to be expanding and bulging.